Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized with high blood glucose. The date of the customer's hospitalization was on (B)(6) 2015. Customer's blood glucose was over 600 mg/dl at the time of admission. The customer's mother stated the tubing was kinked, causing the customer to have high blood glucose. Customer was observed and treated for their blood glucose. The mother declined to troubleshoot. No additional information provided.